Event description:
It was reported a cerebrospinal fluid (csf) occurred while the physician was placing a lead on (B)(6) 2024 (related manufacturer reference number: 3006705815-2024-06262).

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.